Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from the user, there was the possibility that this phenomenon was attributed to the inappropriate and/or insufficient reprocessing by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the user forgot to attach the connecting tube to the auxiliary water inlet of the subject device during the reprocessing with the olympus automated endoscope reprocessor oer-4 (not available in the USA). After the reprocessing the user used the subject device for one next patient. The previous patient had no infectious disease. There was no report of patient injury associated with this event.